Event description:
The patient was injected in the nasolabial folds and marionette lines. The patient allegedly developed extreme swelling, hardness, and fluid matter in the injection area about three weeks post-injection. The patient was treated with a medrol dose pack.

Manufacturer narrative:
The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.